Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nrfit connector epidural became detached between the filter and connector during use for patient-controlled epidural analgesia. A minimal amount of fluid was observed on the bedding. The filter and connector were replaced with a new kit. There was patient involvement; however, no patient harm or injury was reported, and no medical intervention was required.